Event description:
It was reported the programmer does not recognize ppm (pulses per minute) / ICD (implantable cardioverter defibrillator) and fails to load. Attempted with a different header with same results. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer does not recognize ppm (pulses per minute) / ICD (implantable cardioverter defibrillator) and fails to load. Attempted with a different header with same results. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the programming head was not sent in with the programmer. It was also noted that the programmer handle was broken and the printer drawer was broken. (B)(4).